Manufacturer narrative:
The investigation is in progress. Samples are being returned and have not been received for eval. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to acceptance criteria. A root cause will be assessed upon completion of the investigation. (B)(4).

Event description:
A customer reported that the metal part of the trocar cannula detached when removing the infusion cannula during surgery. The tip of the infusion cannula and the metal part were attached to each other. The procedure was completed with no harm to the pt.